Event description:
It was reported that the pt received multiple inappropriate therapies due to noise detection. As a result, the lead was explanted and replaced. It was also noted that the tip of the lead was cut in order to analyze for an infection.